Event description:
Pt had composix ex implanted and developed an infected wound. Pt undergoing open wound care treatments by physician.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. While infection is a known adverse event that is listed in the IFU, no conclusion can be drawn at this time.